Event description:
Patient was revised to address pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the patient complained of severe pain. The surgeon thought it had to do with an infection and samples were sent to the lab. The bone appeared to have completely healed. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received, to change the outcome of the performed investigation, the complaint will be re-opened.